Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving fentanyl (2000 mcg at 551.63607 mcg/day), bupivacaine (20 mg at 5.51636 mg/day), and dilaudid (hydromorphone) (5.8 mg at 1.59974 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient was in clinic for a nerve block for pump pocket pain in the right abdominal area.  On (B)(6) 2021 the injection was not successful and it was noted that the hydromorphone would be increased for next refill.  The patient reported pain around the pump with deep breaths/pain at pump pocket.  The outcome of the event was noted as ongoing.  The clinical diagnosis was pain at the pump pocket site.  The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.  The incisional site/device tract was pump pocket.  The event date was (B)(6) 2021.  No further complications were reported/anticipated. Additional information received from a healthcare provider via a clinical study noted the patient reported, on (B)(6) 2021, the injection helped for a couple days but pain at pump site returned. Patient used cbd lotion on site and noted some relief. The hydromorphone was increased. On (B)(6) 2021, the patient noted that they were tired of the pain over their pump and was leaning toward explant due to pain. The hcp recommended topicals but patient was displeased with this. The hcp discussed moving the pump to other location but that it would not guarantee resolution of pain. The patient was going to seek out oral medication from primary care doctor. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported pain at the pump pocket site. The device was reprogrammed where the boluses was increased. On (B)(6) 2021 the patient reported pain at the pump pocket site. The device was reprogrammed where 2 boluses were removed. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported the pain at the pump pocket site was an ongoing problem. On (B)(6) 2021 the patient reported the pain at the pump pocket site was an ongoing probl em. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2022 the patient reported pressure sores on buttock due to boney prominences. Additional information was received from a healthcare provider via a clinical study indicated that the medication was increased by 200mcg and 1 additional bolus was added. Additional information was received from a healthcare provider via a clinical study indicated that the patient had a wound vac for a short period of time and now wound was being packed. Additional information received from the healthcare provider via a clinical study indicated that the patient was being weaned down for pump explant.

Manufacturer narrative:
Continuation of d10: product ID 8578, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the entire catheter was explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the patient reported extreme pain at their pump site since they began losing a lot of weight. Ineffective pain relief was also noted. It was indicated that the pump was located in the patient's right lower abdomen and the catheter tip location was c7. It was noted that the patient was in an electric wheelchair and it dug into them. The doctor opened up the patient's abdomen at the pump site, removed the pump and pump segment, and left the spinal segment in the patient. The doctor tied off the spinal segment to ensure no cerebrospinal fluid (csf) leak. The nurse did empty out the reservoir and no volume discrepancy was reported. There was no report of any notable issue at the pocket site to reason the patient's painful symptoms at that site, however the patient was very underweight at the time of this report. It was suspected that the patient being underweight and the pump not being able to be supported by their smaller body frame was the cause of the pain. At the time of this report, the issue was resolved and the patient status was "alive-no injury". It was indicated that a pump and pump segment would be replaced in the future. It was indicated that there were no en vironmental, external, or patient factors that may have led or contributed to the issue. At the time of the report, the pump was used to deliver fentanyl 2000mcg/ml at 99.9mcg/day, bupivacaine 20mg/ml at 0.999mg/day, and hydromorphone 9.4mg/ml at 0.4697mg/day. The patient's medical history included quadriplegia. A diagnosis of post-laminectomy syndrome was also indicated. It was indicated that the date that the event/difficulty occurred was january 2022.

Manufacturer narrative:
H3: the returned devices passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 8578 lot# serial (B)(6) implanted: on (B)(6) 2019 explanted: on (B)(6) 2023 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.